Event description:
It was reported that the patient was unable to lock the luer connector to the ilet, and the issue resolved after the patient replaced the luer connector, indicating a connection or engagement difficulty with the infusion set connector component. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included troubleshooting with the patient and education on replacing the connector. Investigation of this case revealed that the replacement connector functioned as intended and the device operated normally after the change. It was concluded that the event was related to a connector attachment issue that was resolved by replacing the luer connector, with no device malfunction confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.